Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the captivator cold snare was having a hard time cutting through tissue and when the tech closes the handle to snare a polyp it is not closing down all the way and cutting the tissue. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.